Event description:
It was reported that the green cap of an unspecified quantity of amia automated pd cycler sets "easily fall off". This was observed during unspecified process steps of peritoneal dialysis (pd) therapy. The patient is connected at the time of the event. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.